Manufacturer narrative:
Additional contact information: (B)(6) cancer center (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was alarming no disposable. It was aslo reported that air bubbles were in the line. Per reporter residulal volume was: 9.7, rate 1.4 and 93.95 was given. No adverse patient effects were reported. Per reporter no additional information is available at this time.